Event description:
The resident was being transferred from bed with the assistance of two cna's and a medcare (B)(6) lift n' weigh when the load cell and hanger bar came free and fell. The resident was dropped back to the bed and the hanger bar fell on her chest. The resident was not injured.

Manufacturer narrative:
A rep from medcare visited this facility to investigate the incident as well as service/inspect their machines. When the medcare rep arrived a new load cell had been installed, so no new evidence could be gathered. Based on what the maintenance personnel told us it was determined that the cause of the hanger bar coming free from the load cell was the cotter pin that was installed, sheered off. This is the first we have heard of an issue like this so we at medcare are further investigating the root cause.